Event description:
It was reported by service report that the lift here labels were missing and the customer alleged a "phantom movement upward". No pt involvement or adverse consequences are reported.